Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient's ins had become "undocked" meaning it was moving around the pocket. There was no patient symptom reported. Follow up has been conducted to determine circumstances that led to the event, related symptoms and resolution for the event. If additional information is received a follow up report will be sent.